Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Continuity testing was performed and confirmed open measurements on the rs+ and df- contductor coils indicating a fracture in the distal high-voltage cable. X-ray of the lead confirmed the inner conductor coil was fractured 3 cm from the terminal pin. Laboratory analysis confirmed the reported clinical observations consistent with the observed fracture.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and competitor device experienced intermittent episodes of asystole lasting several seconds, some resulting in syncope. Abnormal impedance measurements of an unspecified nature in addition to noise were also reported. A revision procedure was performed wherein this lead was explanted and replaced. No additional adverse patient effects were reported.